Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flexi video scope experienced broken elevator issue during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial MDR.per the legal manufacturer, the reported malfunction included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
No additional information received from customer.